Event description:
The customer reported the ventilator alarmed and shut down during use in normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. Upon evaluation of the device, the manufacturers field service engineer reported the unit would go vent inop on power on. The service engineer replaced the cpu pcb board to address the reported problem. Final applicable testing was completed to operating specifications.